Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 490 mg/dl. Customer stated they have changed the infusion set four times, but the high blood glucose persisted. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous and confused due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. Customer also reported the insulin pump passed a self-test. The customer's current blood glucose was 399 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.